Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer was unable to enter the system as the system cannot boot up. Fse inspected the system and identified that m-cabinet dcps has input but no output, so the system was unable to boot normally and the issue with the dcps was concluded. Fse replaced the dcps and post replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm.